Event description:
The customer tested her blood glucose and received a reading that was higher than usual. While troubleshooting, she performed control tests and received a result of 349 mg/dl. The normal control range was not provided, but should be around 100-140 mg/dl. No adverse events were alleged. The test strips were returned for eval. Replacement test strips were sent to the customer.